Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer representative reported during a lasik flap creation of the right eye, the surgeon indicated the flap felt sticky when lifting and caused a tear. The surgeon indicated the flap tore at the distal (inferior) quarter. The procedure was completed, and a bandaged contact was placed on the eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. There was a onsite visit for this reported event, the tm (territory manager) was unable to reproduce customer complaint, the tm replaced scanner as a preventive measure and tested and checked the system with no issues. Full system verification was performed to specification. Review of the patient data treatment report pictures showed a spot in the upper left quarter of the treated area. This spot could possibly be a dry spot that would limit the laser energy and therefore cause a sticky area, but could not be confirmed. The logfile review showed the energy was stable during treatment. No relevant deviation between planed and performed energy was detectable for the treatment, and the user operated surgery with recommended setting. Additionally, the logfile indicated the user performed calibration check at system startup, and then performed about 9 hours of surgeries without further energy checks for the day. According to the user manual a manual energy check is required at least after 120 minutes of use. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).